Manufacturer narrative:
The screenshot of the log files show the leak is about 20%, vti is about 6.7 and vte is about 5.5; these are slightly high leakage values. The small tube between flow sensor and the test lung was not used during the test. As a resolution, the technical team advised the customer to restart the unit for a few times and run a test lung on the unit. The device is now ready for release. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported a huge difference between the vte and vti despite of flow sensor calibration. The patient weighs less than (B)(6) kg experienced more co2 in the body. The patient was placed on other brand of ventilator for as an immediate intervention.